Event description:
Pt had his lap band removed in 2005 due to increasing reflux symptoms, including intermittent regurgitation and significant nocturnal reflux. An upper endoscopy in 2005 showed significant erosive esophagitis with acumulated luquid and solid material in the proximal gastric pouch" also per operative reported additional event of slippage and erosive esophagitis.